Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly.this is one of two device reports for this event: associated manufacturer report numbers: 1225714-2014-14458 and 1225714-2014-14459.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.